Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reinstalled the cpu and replaced the hard drive. The system functions as intended.

Event description:
It was reported that the 9800 system would not boot prior to a case. The system also has a bad hard drive. No patient was involved in this case.